Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side exchange from textured to smooth due to the patient's concern with the product and rupture. The device was explanted.

Event description:
Healthcare professional reported via MRI report "enlarged internal mammary lymph nodes likely related to extravasated silicone from the patient's intracapsular breast implant rupture". The device was explanted and replaced.

Manufacturer narrative:
Lab analysis: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed a broken assessed as surgical damage and missing shell observed assessed as inconclusive. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: a2, b6, d9, h3, h6.